Event description:
During servicing at zoll, the autopulse platform (sn (B)(6)) failed initial functional testing due to fault code 27 (encoder fault) during the run-in test. No patient involvement.

Manufacturer narrative:
During servicing at zoll, the autopulse platform (sn (B)(6)) failed initial functional testing due to fault code 27 (encoder fault) during the run-in test. The root cause for the observed fault was due to the failed integrated encoder gearbox, likely attributed the age of the device. The autopulse platform was manufactured in 2007 and is 16 years old, well past the expected service life of 5 years. During visual inspection, it was observed that there was a missing screw, twisted battery lock, and damage to the screw well area on the front / bottom enclosure. The probable root cause for the observed physical damage was due to mishandling, but wear and tear cannot be ruled out due to the age of the device. The screw, battery lock, front and bottom enclosures were replaced to address the observed physical damage. Also, the power distribution board (pdb) was not up to date and the platform has the old-style clutch plate. The pdb and clutch plate were replaced to resolve the issue. The autopulse platform failed functional testing due to fault code 27 (encoder fault) that occurred after approximately 2 minutes of running with a lrtf (large resuscitation test fixture). The integrated encoder gearbox was replaced to remedy the issue. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for autopulse platform with sn (B)(6).

Manufacturer narrative:
**UDI related data quality updates only**